Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due physical stress, chemical stress, or inappropriate reprocessing and storage environment, which caused dirt (foreign material) invaded lg-lens. It is also likely the bending section cover advice damaged. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ IFU warns for physical stress/ chemical stress/ storage environment. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the inside of the lg lens being dirty, service found the adhesive on the bending section cover was cracked, the bending angles in the up/down/right directions were out of specification due to wear of the angulation wire, the adhesive around the lg lens was discolored, and the lg lens was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, it was observed the inside of the light guide lens (lg lens) was dirty. There was no patient involvement.